Event description:
Meter name: one touch basic original, strip name: unk, meter code: unk, strip code: unk, strip storage: unk, symptoms: no symptoms. The pt reported that pt loss consciousness. Their meter allegedly was prompting "clean test area" as soon as strip was inserted. The result on their meter was 102mg/dl. Unk when this result was obtained. There were no known results from any other sources. There were no known comparisons with any other sources. There was no treatment. No further info has been reported.